Event description:
It was reported that a malfunction occurred on the pump while the customer was attempting to load a cartridge. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was able to continue using the pump. The customer was advised to call back if any malfunction code recurs, which they acknowledged and understood.